Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) was contacted by the customer regarding the issue and determined that it had already been resolved. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, a request was made to recompile all drawers across stations due to medication retrieval failure. Medications loaded in the drawers could not be accessed, and the issue was reported to be affecting all stations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.